Event description:
It is reported that two months ago the end-user developed red bumps to abdominal skin beneath the ostomy wafer and the tape collar. Report states that because end-user is receiving chemotherapy, she contacted her doctor who informed that this condition was sometimes normal. It is further reported the area continued to worsen with oozing and decreased ability of the wafer to adhere. End-user showed her condition to her oncologist who referred her to the ostomy nurse who she saw about a week ago resulting in the receipt of a prescription for nystatin power for treatment from ostomy nurse.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user has been applying anti fungal and stomahesive powder, and was placed in a hollister product. The area has improved a little as a result. Lastly, the product was in use for three (3) to four (4) days before the issue occurred; end-user will be sent stomahesive moldable wafers. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 07/02/2014. Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.